Event description:
No additional information received form the customer.

Manufacturer narrative:
The additional investigation findings were all determined to be non-reportable. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, the following is likely the cause of the malfunctioning, component failure: damage to the cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head showed noise on image and displayed a communication error code e226. This issue was found during maintenance. There were no reports of patient involvement.